Event description:
I have had to use poligrip. I have been having tingling and numbness for years in my butt, cheeks, legs and feet. I have been told and have neuropathy degenerative disks and maybe pad of leg's due to problem for so long. My feet tingle and burn, my calfs tend to burn and cramp, by butt cheeks at the top are numb. Dose or amount: significant, frequency: daily, route: mouth. Dates of use: 1983 - 2009. Diagnosis of reason for use: secure dentures.